Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the customer's insulin pump were intermittently responsive, following the insulin pump being pushed into water. The customer's blood glucose level was 240 mg/dl, which she treated with an insulin pen. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with minor scratches on display window, cracked belt clip slot and cracked reservoir tube lip.